Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086655) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability and intervention required), experienced rash ("rash on face"), headache ("headaches"), migraine ("migraines"), thinking abnormal ("foggy thinking"), depression ("depression"), acne cystic ("cystic acne"), dry skin ("extreme dry skin"), eczema ("eczema"), vision blurred ("blurry vision"), fatigue ("fatigue") and menopause ("peri menopause") and was found to have hormone level abnormal ("female hormone imbalance"). The patient was treated with hormones and surgery (essure was removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, rash, headache, migraine, thinking abnormal, depression, hormone level abnormal, acne cystic, dry skin, eczema, vision blurred, fatigue and menopause outcome was unknown. The reporter provided no causality assessment for acne cystic, depression, dry skin, eczema, fatigue, headache, hormone level abnormal, medical device removal, menopause, migraine, rash, thinking abnormal and vision blurred with essure. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.